Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The pressure switch was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The pressure switch was replaced to resolve the reported issue.

Event description:
The hospital reported a loss of mechanical ventilation due to a large leak. There was no patient involvement.